Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6)2018. The patient stated that they received a follow up letter asking if they know why they have to recharge more frequently. However, the patient stated that they have not had their implant checked yet. Patient services reviewed that their doctor can contact a manufacture representative (rep). The patient called back on (B)(6)2018 requesting a rep at their injection appointment on (B)(6)2018. Patient services sent an email to local reps. A rep responded on (B)(6)2018 which indicates that they are now aware of the patient¿s appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient met with her health care provider on (B)(6) 2018. She is going to have a CT scan with dye. The patient wanted a manufacturer representative to come and check the device at the time of the scan. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient had been having to charge their ins every three days. The patient noted they probably used to recharge once every two weeks or maybe less. They also noted they would charge their ins to 100% full. The patient stated it would normally take two hours to fully charge. The patient reported they fell in (B)(6) 2017. The patient had an appointment to see two of their healthcare professionals. No symptoms were reported. No further complications were reported. Follow-up was conducted.